Manufacturer narrative:
The event date was reported to be (B)(6) 2017. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were not reproduced. System error 345 alarms were verified through a review of the event history log. Visual inspection found contamination on the connector of the input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.